Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompted initial setup occurred. Data was evaluated. The probable cause could not be determined.. No injury or medical intervention was reported.